Event description:
It was reported that a patient with an implantable pacemaker was still short of breath after the pacemaker's rate response had been adjusted. No further patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.